Manufacturer narrative:
The rotational locking mechanism would not work because the actuator stopped functioning. The actuator was removed and replaced. The table was tested to verify proper function. Internal CAPA issued.

Event description:
The ort200 table failed to lock rotationally during a procedure after the scanning was complete. The procedure was not affected. There were no injuries reported.